Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2025. The patient reported experiencing a systemic infection following a g6 sensor insertion. On (B)(6) 2025, the patient inserted a new sensor into the inner right thigh, an off-label site. Immediately upon insertion, he experienced discomfort, pain, a strong burning sensation, and significant bleeding. Although the sensor continued to function, the burning sensation persisted even after he cleaned the area with alcohol, leading him to remove the sensor. The duration of bleeding was not documented. Following removal, the patient developed progressive right-leg weakness, which worsened over the next several days until he became unable to walk. On (B)(6) 2025, his wife brought him to the hospital. A physician advised that the sensor may have struck or irritated an artery. Diagnostic testing revealed a methicillin-resistant staphylococcus aureus(mrsa) bloodstream infection, and the patient was hospitalized for 11 days. According to the patient, the physician stated the infection originated from the sensor needle puncture site and could have been life-threatening without treatment. There was no information about the skin preparation method used prior to insertion. The insertion site showed dark discoloration extending beyond the patch area. During hospitalization, the patient received IV antibiotics, antibody injections, physical therapy, x-rays, and frequent blood tests. He was discharged on (B)(6) 2025, by which time the discoloration had resolved. He continued at-home antibody treatment for approximately 30 days via an IV infusion pump, with infusions lasting 1.5 hours twice daily for several days, then once daily through the end of (B)(6) 2025. After discharge, the patient attended regular physician follow-ups, including kidney function monitoring, until the infection was confirmed resolved. He was advised not to insert sensors in the inner right thigh again. Due to the infection and treatment, he temporarily stopped using the dexcom system until after the new year. At the time of reporting, the patient continued to experience difficulty walking, though no additional treatment or medical interventions related to this event were noted. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).